Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported power on issue; incoming tests could not be performed due to a high current drain. Analysis noted that the upper and lower cases were broken and the lower part of the display was out of electrical specification, with lines missing. After opening the case, the device worked as expected. The external pulse generator (epg) was returned to the customer unrepaired, per customer request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg batteries were changed but the problem persisted. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator was returned to the company service department and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.